Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodged dislodgement occurred. The 95% stenosed, severely calcified lesion being treated was located in the mildly tortuous proximal left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm maverick balloon. The physician was attempting to implant a taxus liberte' 2.25x24mm drug eluting stent; however, as he was delivering the stent through the middle of the lad, "the stent fell off from the stent delivery system due to the severe calcification of the lesion". The stent was deployed in the mid/proximal lad. The procedure was completed with another of the same device. No complications were reported and patient status after procedure is stable.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, found the device met its manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to anatomical/procedural factors encountered, during the procedure.bsc ID# a00113832 / tw# 757823 h3 other text : product uanavailable for analysis